Manufacturer narrative:
Permobil representatives were dispatched to the end-user's home to inspect the device and inquire further as to the circumstances leading up to the reported event. The end-user's description of the event differed from the original report of unintended movement, but rather they had difficulty controlling the speed at which the device accelerated and turned. The end-user described while attempting to maneuver the device closer to their bed, when given a turn command the device reportedly whipped quickly to the side causing them to slam their right leg into the frame of their bed. The end-user reported having gone to the hospital for x-rays where they were diagnosed as having sustained a fracture to their right tibia. The end-user reports this event occurred in (B)(6) 2020, but they did not report to their provider as they were not utilizing the device until just recently. When starting to utilize the device more often, they continued to have difficulty handling the device and reported the issue to their provider. The permobil representative inspected the device and found it to be fully operational with no mechanical or electrical issues. It was however noted the end-user had difficulty adapting to the program settings. The permobil representative adjusted the speed and acceleration parameters to allow the end-user to operate the device in a controlled manner to meet their needs. The DHR for this device has been reviewed and the wheelchair was found to have met specification prior to distribution.

Event description:
Received report claiming while end-user was sitting in their power wheelchair, it allegedly drove off, by itself, running the end-user into a wall. Reports claim the end-user sustained an injury which required medical intervention.